Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the lead was oversensing and delivered inappropriate shocks. The sensitivity value was adjusted and impedance and threshold values were fine. The lead remains in use. No further patient complications have been reported as a result of this event.